Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received unspecified error code alarm as well as insulin stopped temporarily and unexplained no delivery alarms that shuts down insulin pump. The customer¿s blood glucose level was unknown. Customer stated that the rewind was louder. Troubleshooting was not performed. The insulin pump will not be returned for analysis.